Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 after announcing and eating a meal; the cgm connection was lost during the post-meal period and the device did not receive current glucose data, leading to insufficient automated insulin delivery and a highest reported glucose of 256 mg/dl. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting without alarms, injuries, or hospitalization. Investigation included review of user report and product use, including meal announcement, cgm disconnection, reconnection, and infusion set details. Investigation of this case revealed that the event was consistent with loss of cgm data input to the ilet, which limited automated insulin response; no device malfunction or alarm was reported and the infusion set was reported in place. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to loss of cgm communication during a post-prandial rise. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.